Event description:
On (B)(6) 2025, it was reported that a new ilet user experienced low blood glucose of 40 mg/dl after attempting to manage therapy independently, similar to use of another insulin pump. The user corrected with juice. The user was counseled on proper use of the ilet for meals, snacks, and lows and expressed confidence in continuing. No external assistance or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.